Manufacturer narrative:
The timing of the motor stall that occurred on (B)(6) 2015 was updated from 12:22 to 22:13.

Manufacturer narrative:
(B)(4).

Event description:
On 2015-12-17, information was received from a healthcare provider (hcp) regarding a (B)(6), male patient who was receiving compounded baclofen 4000mcg/ml at 349.7 mcg/day via an implantable pump for intractable spasticity. On (B)(6) 2015 at 15:46, a motor stall occurred and recovered at 16:45. On (B)(6) 2015 at 22:13 (also reported as 22:15), another motor stall occurred and recovered at 22:52 (also reported as 22:54). Additional information has been requested regarding the cause of the event, symptoms, troubleshooting and actions/interventions taken, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was reported by the healthcare professional (hcp). The patient had mris on (B)(6) 2015. It was noted that the hcp was unaware of mris and motor stalls until the patient's next office visit and logs were read. The patient had no symptoms related to the event. On (B)(6) 2015, the patient had an MRI of the brain. The clinical indication was left sided weakness and dysarthria. On (B)(6) 2015, the MRI showed no evidence of infarct, hydrocephalus or mass effect. There was mild to moderate periventricular t2 and flair signal abnormality. Stable lobular areas of t2 and flair signal abnormality were seen within the subcortal white matter, deep white matter, pericallosal and periventricular white matter. No significant hemosiderin deposition was demonstrated. The ventricles were normal size and shape. Flow was demonstrated within the vertebrobasilar and carotid arteries. There was no evidence of pathologic contrast enhancement. The was no evidence of pathologic contrast enhancement, the orbits and pituitary gland were within normal limits, there was no evidence of chiari malformation or syrinx. The paranasal sinuses and mastoid air cells were clear. The hcp's impression was that there was no evidence of acute intracranial abnormality or pathologic enhancement and there was stable changed of multiple sclerosis. The motor stall occurred on (B)(6) 2015 at 15:46 and recovered at 16:45. The stall on (B)(6) 2015 occurred at 12:22 and recovered at 22:52.